Manufacturer narrative:
Three requests were made for the return of the device without any response. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been filed. No abnormalities were reported with this product during manufacture. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. Not a single use device that was reprocessed. Report source is foreign health care professional. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, it was reported that the insertion of fast fix 360 the locking plate detached prior to using the trigger. The surgeon used a competitor's backup device.